Event description:
Customer reported 1+ to 2+ white blood cell results on the multistix strip visually whereas microscopic result was large for the white blood cells. There was no report of injury due to this event.

Manufacturer narrative:
One bottle of the multistix 10 sg from the customer was returned for investigation. No sample from the pt was provided. Siemens technical operations completed their testing but were unable to confirm the customers observations. The cause for the discordant white blood cell result is unknown.